Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used venaseal to treat the great saphenous vein(gsv) as per IFU. The patient returned for a post op scan and all appeared to be fine. Several days later, the patient reported redness and tenderness along the length of the treated vein. The patient returned for another scan at which time the redness was noted and identified to be a thrombus extension into the saphenofemoral junction (sfj). The patient was then put on nsaids, anti-coagulants and hot compression and was scheduled for a further scan. The 3rd scan showed worsening extension, redness and tenderness.

Manufacturer narrative:
The catheter tip was confirmed to be 5cm from the junction. The patient is reported to be doing well, the thrombus is reported to have retracted. If information is provided in the future, a supplemental report will be issued.